Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) felt a 'shock'; however, interrogation of the ICD did not reveal any delivered therapy. Review of the device memory did reveal that the device performed a capacitor reformation; however, the charge time was 0 seconds. Additionally, following the delivered 'shock' the ICD was emitting a 'humming' sound. The clinician reported that she was unable to perform lead measurements.